Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation a programmer froze, crashed and displayed an error message. A power cycle resolved the issue however the programmer was noted to be slow and sluggish. It was advised to contact their company representative to have the device sent in for service or replacement should the slowness persist. The device remains in use. There was no patient involvement.